Event description:
It was reported that the patient had a possible infection. This infection was related to the implantable neurostimulator (ins). This occurred several years ago, but an exact date was not provided. The patient was given antibiotics and the stimulator was later replaced in the flank once recovered. Per manufacturing records, the patient had multiple ins devices and it was unknown which device contributed to this event. No patient outcome was provided. If additional information is received, a supplemental report will be sent. Refer to manufacturing report #3007566237-2015-00569 and 3004209178-2015-04492.

Manufacturer narrative:
Concomitant products: product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type lead. Product ID: 3777-60. Serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60 serial# (B)(4), implanted: (B)(6) 2011 product type: lead. Product ID: 37712 serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 389133, lot# j0455285v, implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: lead. Product ID: 3550-09, lot# lc1420, implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: accessory. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: fa37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: neu_unknown_lead, implanted: (B)(6) 2005, product type: lead. (B)(4).